Event description:
This spontaneous case was reported by a nurse and describes the occurrence of medical device removal ("essure removed via salpingectomy") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer female in 2014, mastectomy in 2014, breast reconstruction in (B)(6) 2016, post procedural complication in (B)(6) 2016 and breast reconstruction in (B)(6) 2016. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced myalgia ("muscle pain everywhere / leg muscle pain, mainly left side / hip muscle pain, mainly left side"), musculoskeletal stiffness ("no more flexibility") and joint crepitation ("joint cracking"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essures removed via salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown, the myalgia had resolved and the musculoskeletal stiffness and joint crepitation had not resolved. The reporter provided no causality assessment for joint crepitation, medical device removal, musculoskeletal stiffness and myalgia with essure. The reporter commented: she did not want hormonal contraception because of her past medical history. For last one-and-a-half years, patient has been having pains that were throught to be related to the "breast lymph node chain". No relief despite 20 physical therapy sessions using cryotherapy. Also saw osteopathic doctor who had a mouthpiece made because osteopathic doctor thought pains were related to patient's jaw. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 675 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure implants removed via salpingectomy on (B)(6) 2017. Pain has disappeared (muscle pain everywhere / leg muscle pain, mainly left side / hip muscle pain, mainly left side considered recovered )assessment upgraded to incident due to device removal. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.